Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics headquarters support center (hsc) to report a falsely depressed vancomycin (vanc) patient sample result. Hsc reviewed the information provided by the customer and the instrument data logs. The calibration was within conformance and quality control replicates recovered within the customer's established ranges. Repeat of the same patient sample yielded expected results. There were no issues noted with other patient samples indicating that the instrument and assay were performing acceptably. The customer did not report any further concerns with the vanc assay or any additional discordant vanc results. A potential product issue has not been identified. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista® 500 system. The discordant result was reported to the physician and questioned. The same sample was reprocessed twice on the original system. The higher reprocessed results matched the patient history. The higher reprocessed result, considered correct, was reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient vanc result.